Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawer failures occurred. Review of monthly drawer failure data indicated that auxiliary drawer 5.2 failed 21 times in march, with multiple cubie failures involving cubies a6, b1, b6, c5, c6, d1, d3, e1 and e4. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that random failures with the smart half-height drawer 5-2. A field service engineer replaced the row board cable and tested the drawer using the hardware test application (hta). The drawer operated as expected during testing. The system functioned as intended after the field service engineer repaired the device.